Event description:
It is reported that a customer has issues with their insulin pump squirting out of their insulin pump. The customer's blood glucose level was mg/dl. The customer was assisted with trouble shooting and was walked through the proper method of changing the reservoir and infusion sets.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched display window and cracked reservoir tube lip. Unable to verify prime anomaly due to detached end cap.